Manufacturer narrative:
Device evaluation: product evaluation found lens returned in liquid in a lens case/vial with clear surgical residue/debris on product. Visual inspection found haptic torn/broken. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion code: off label use (acd<3.0mm). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.5/+1.5/107 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to lens opacity (anterior subcapsular), which was observed on (B)(6) 2017. Post cataract operation patient is happy with the vision.